Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc (superior vena cava) impedance was greater than 200 ohms and that in the office the lead¿s impedance was fluctuating. There was also noise seen on the lecg (long-term electrocardiogram) with provocation. It was noted that the impedance of the svc coil suddenly increased. There were no significant symptoms or events from the patient¿s side. No actions were taken and the patient will be checked again in two weeks. Additionally, it was later reported that the issue regarding the deviation and variability in svc lead impedance was still present. An x-ray of the header was taken and everything looked all right with the pin visible all the way through. Patient will continue to be monitored closely. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.